Manufacturer narrative:
The product was not returned to kimberly-clark for evaluation nor was a lot number provided; therefore, a review of the device history record was not possible. The product incident has been incorporated in the kimberly-clark complaint trending system which is used to identify repetitive issues that require corrective action. A recall of the microcuff pediatric endotracheal tubes sizes 3.0 mm to 4.5 mm was initiated on june 4, 2007 and the office of FDA was informed of this action on june 6, 2007.

Event description:
A kimberly-clark sales representative provided the following report: "regarding stock codes: 3.5, 4.0, 4.5: the tube kinked under active humidification all three times. There were no clinical problems or negative outcomes in the case because of this. The patient had to be re-intubated with another tube." There was no report of patient injury. The exact date of this event is not known; it was reported to have occurred in 2007. There are no details provided about the patient other than it involved a child based on the size of the product. Kimberly-clark has no independent knowledge of the event reported above, but is relaying the information that was provided by the facility where the incident occurred. This product incident is documented in the kimberly clark complaint database.